Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Reported device is not marketed in the us; however similar device(s) are. Samples received: 7 unopened and 3 open pouches. There are no previous complaints of this code/batch regarding this issue. There are no units in OEM stock. Received 9 closed packs (two of them with the second pack opened) and one pack with the needle detached from the thread. Tested the needle attachment of the nine closed samples received and one value does not fulfill the requirements of OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements, final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: this complaint will be included in analysis and trending, and corrective action will be opened by OEM, if applies.